Manufacturer narrative:
The pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Able to partial download due to download anomaly. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back side. No harm requiring medical intervention was reported. The insulin pump returned for analysis.